Manufacturer narrative:
The lens was returned for evaluation. A visual evaluation of the return lens found the optic has been torn in half. One plate was attached to each piece of the optic. One haptic arm was bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The surgeon stated that in his opinion the most likely cause if the event was a loading error. The provisc viscoelastic that was used is not validated for use with crystalens. We cannot determine if this event was caused by the product or user. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that as the lens was being implanted, the lens haptic caused capsule bag to rupture. There was loss of vitreous fluid, the surgeon performed vitrectomy and implanted a different lens in the sulcus. In the physicians opinion the most likely cause of the event is that the lens was delivered too fast and ruptured the bag.